Event description:
The patient reported she was unable to recharge her ipg. She states she has not used her scs system for 3-4 months. The ipg was unable to communicate with the external devices. Follow up information identified the sjm representative confirmed the ipg is inoperable due to the patient not having recharged her scs system. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.